Manufacturer narrative:
(B)(4). The complaint could not be confirmed due to lack of sample therefore the root cause was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During the follow up of a low drain volume alarm. The caregiver (cg) stated that the cat came in earlier and may have punctured either the drain line or the patient line. Baxter assisted cg with ending the therapy and removing the cassette from homechoice. Baxter also advised the cg to bypass the initial drain. Baxter advised the cg to dispose of current supplies and start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted caregiver (cg) on (B)(6) 2011 regarding the low drain volume alarm. The cg reported that the issue was resolved by ending therapy and starting over with new supplies. The cause of the alarm was due to a leak in the patient line. The cg reported that the cat had bit into the patient line before use. The cg said the next day that the nurse came in and changed out the transfer set and gave the home patient (hp) antibiotics as a preventative. The cg said that there were no loose connections or disconnections on the supplies. Per the cg the hp did not have any injury or harm as a result of this incident. The cg stated that the hp was doing fine and continuing therapy without issues. The cg stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.